Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable during branch ligation vein harvest, the energy would not turn off with release of activation switch. A new d.c. Extension cable was used and a new vh-3000 kit was opened to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable during branch ligation vein harvest, the energy would not turn off with release of activation switch. A new d.c. Extension cable was used and a new vh-3000 kit was opened to complete the case. The hospital did not report any patient effects.